Event description:
Since 2006, I have been experiencing pain during intercourse and menorrhagia. Beginning in 2016, I have had 2 ed visits for the menorrhagia being extremely bad. My current provider inserted an iud to help with the menorrhagia and not the pain I experience during intercourse, which is a constant pain without relief ranging from a 1-8 on the faces pain scale. I am in the process of getting the essure removed, most likely by hysterectomy.